Manufacturer narrative:
Philips service replaced the 459801208611 nehalem host pc monoplane rev_iii no_hdd and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the host pc intermittently failed to boot, requiring manual intervention on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.